Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information: the surgeon stated that the patient was at high risk, meaning poor health. Procedure was a lap j-pouch. An echelon device with a blue reload was used for the distal transection of rectum. The echelon device was inserted through the lower right quadrant trocar site. The leak occurred between the proximal staple line and the circular; distance is unknown. Someone different fired the device; surgeon's regular assistant was not there. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the initial procedure went fine. The staple line and the donuts were complete. A leak test was performed and there were no leaks. Five days post-op, the patient presented with a post op leak. The surgeon used a rigid sigmoid scope and the staple line had dehisced at the right side. The surgeon stated that the staples were open. A temporary colostomy was performed and the patient is recovering. No further information at the time of the call.